Event description:
Pt's husband reported the pt was not getting the full five draws per vial of 4ml each. The pt's husband first denied leaking, but then admitted to some leaking earlier on in therapy from the treprostinil drug vial and the budp1800 mini disp pins. No missed dose or adverse events were reported. Unknown if the pt has the defective device available for return. Unknown if the md is aware. The product lot number and expiration date are unknown. No additional information was reported. (Pah) pulmonary arterial hypertension.